Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that after inspecting the iabp, he could not duplicate the event. The fse spoke with the registered nurse (rn) and confirmed that the facility has new employees that are not familiar with the device. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) would not zero pressure to the atmosphere. This event occurred prior to the iabp being used on a patient. No patient was involved and no adverse event has been reported.